Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for device check, post-paced t-wave oversensing was observed in real-time. Programming changes were made. Patient will be followed normally.